Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the visit, fse round that the x-axis cup transfer assembly sensor was getting stuck. Fse cleaned and ran the cup transfer macro test without issue. Quality controls were run with acceptable results. The instrument was working as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 18-sept-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2183] x-axis cup transfer cup release failure: cause: the cup-gripping sensor detected a cup after the cup release operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the 2183 x-axis cup transfer cup release failure error messages was a dirty cup sensor.

Event description:
A customer reported error 2183 x-axis cup transfer cup release failure with the aia-2000st instrument. The customer tried rebooting but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.